Manufacturer narrative:
During the device evaluation, it was found that the trigger magnet was not fully seated on the trigger shaft. This was preventing communication to the ebox, which is a probable cause for the device oscillating.

Event description:
It was reported that during equipment testing conducted at the user facility, the device was oscillating when the forward button was pushed half-way. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.